Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that previous ambicor device was removed and replaced with a spectra penile prosthesis due to erosion in right cylinder on (B)(6) 2018. No further patient complications were reported in relation to this event.